Event description:
It was reported that the insulin pump alarmed no delivery excessively. The caller stated that the insulin pump alarmed no delivery with every bolus attempt. The user changed the infusion set system but the alarm recurred. The customer's blood glucose was 18.4 mmol/l. The caller treated with manual injection to lower the blood glucose. The customer was advised to disconnect at the quick release and perform a 5.0 unit fixed prime; insulin did exit. The customer was advised to examine the infusion set and did not find a bent cannula. The user ran an additional fixed prime and reported that insulin did exit without any alarm. The caller was advised that the site may have been occluded. The user was advised to change the entire infusion set and return the set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.